Event description:
The customer reported seeing foam in the blood warmer tubing during a red blood cell exchange. It was descending from the blood warmer past the connection to the return line. The customer was able to complete the procedure. This has happened 2 or 3 times and on 1 occasion, she decided to flush the line. The pt's info is not available at this time. The disposable kit will not be returned as it has been discarded. This report is being filed due to a device malfunction that has the potential for injury.

Event description:
The customer was unwilling to provide the patient's information.

Manufacturer narrative:
(B)(4). The customer was informed that the blood warmer should be no more than 20 inches above the return line to prevent air from entering the blood tubing. Investigation eval and corrective actions are in process. A follow up report will be provided. This report was filed beyond the 30-day time frame due to an internal processing error. An investigation for possible internal process corrective action is being conducted.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. Investigation: the disposable sets were unavailable for return and investigation. However, this is likely a known issue. The supplier was previously informed of this issue . The supplier identified a leak at this part as a defect caused by incorrect gluing technique during manufacture. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the incident date and the evaluation by the supplier, the leak was likely caused by incorrect gluing technique during manufacture. Corrective/preventive action: the following corrective actions were implemented by the supplier to reduce the risk of experiencing this failure in the future: all workers involved in the manufacture of the bond in question were retrained. Additional inspection during production was implemented. The above two actions will impact lots which have an expiration date of october 2014 or later .